Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The calibration results are acceptable. The customer stated that the qc results are acceptable. On the field service engineer's initial service visit, he inspected the module, cleaned the reaction vessels, tightened a sipper nozzle fitting, adjusted the vacuum nozzle tubing, and performed mechanical checks. On his follow-up service visit, he replaced the ultrasonic mixer assembly and verified the module's performance with ion-selective electrode and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas ise module (double) is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas 8000 cobas ise module (double). The initial na result from the module was 149 mmol/l. The repeat result from another module was 142 mmol/l. The doctor questioned the initial result, prompting the patient's sample to be rerun. The repeat result was deemed correct.